Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported palpitations could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The submitted controller event log file contained data from (B)(6) 2025 through (B)(6) 2025. The stored speed was set to 8000 revolutions per minute (rpm) with a low-speed limit of 6000 rpm. The majority of the file consisted of pulsatility index (pi) events. Pi events will cause the speed to drop to the low-speed limit, which was 6000 rpm at the time. No other notable events or alarms were captured, and the device appeared to operate as intended at the set speed. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including cardiac arrhythmia. Section 6 of the IFU, "patient care and management," lists arrhythmia as a potential late postimplant complication. Section 4 of the IFU explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. If the system detects a pi event, the pump speed automatically drops to the low-speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. This drop in speed is accompanied by a reduced pump flow. There are no audible alarms with a pi event. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had running speeds at 8000 revolutions per minute (rpm) and speed drops to 6000. The patient experienced palpitations. Log files were sent for review. The event log contained numerous pulsatility index (pi) events from 27oct2025 at 10:16 to 28oct2025 at 10:01. All pi events would cause the pump speed to drop to its low-speed limit, which was currently set at 6000 rpm. No unusual events were seen in the log files.